Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support walked the customer through a pump reset, after which the error did not recur. The customer was advised to wait 20 minutes before starting the sensor session, and they acknowledged this guidance.